Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient had an infection and was explanted in 2010. Patient never had vns reimplanted. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Manufacturer narrative:
B2, outcomes attributed to adverse event, corrected data: initial report inadvertently marked both "other serious" and "required intervention to prevented impairment damage"

Event description:
Information was received that the patient had their generator re-implanted on (B)(6) 2025 after prior explant due to infection in (B)(6) 2010.

Manufacturer narrative:
B3, corrected data: initial report inadvertently did not report the correct event date.